Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. A functional evaluation revealed the video output was not centered. The complaint has been confirmed and a root cause has been associated with the mechanical misalignment of the image sensor. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include an impact event to the device inconsistent with normal use as evidenced by the off-center video output.

Event description:
It was reported that during hip scope procedure the camera head had the picture out the screen. No delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.